Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
The customer reported that the head of the 3.5 small fragment screw snapped off during implantation.